Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was not booting up. Upon troubleshooting with customer, the rse confirmed that the data monitor and review screen were not working. The rse instructed the customer to unplug the review screen and then the data monitor came back. The rse confirmed that there was issue with the power supply for both the monitors. The rse suggested for replacement of the 5 volts power supply to turn on the review screen. The rse provided the parts number to the customer so that the customer could order and replaced the part on their own. After resolution provided by rse the reported issue didn¿t reoccur, and the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system was not booting up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.